Manufacturer narrative:
Device manufacturer date: unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 15sep2016. The review was performed from the date of manufacture to the present date 01mar2021.a review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had 240.4150 erro. There was no reported patient involvement.

Event description:
It was reported that the device had 240.4150 erro. There was no reported patient involvement.

Manufacturer narrative:
Device manufacture date and imdrf annex a,b,c,d,g grids fileds are updated.